Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7143945, medical device expiration date: 2018-06-30, device manufacture date: 2017-05-23. Medical device lot #: 8186664, medical device expiration date: 2019-07-31, device manufacture date: 2018-07-05. Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for glass breakage with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for glass breakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that occurred with a bd vacutainer® cpt¿ cell preparation tube with sodium citrate. The following information was provided by the initial reporter, "material no. 362761, batch no. 7143945 and 8186664. It was reported that the tubes broke in the centrifuge twice, from two different, unexpired lots (7143945 and 8186664). For our study, we regularly collect pbmc from patient blood samples using bd vacutainer mononuclear cell preparation tubes with sodium citrate (catalog 362761). However, we have had tubes break in the centrifuge twice, from two different, unexpired lots (7143945 and 8186664). They were balanced and centrifuged at 1800 rcf without brake for 20 minutes, as the product insert indicates, but when the tubes were removed from the centrifuge, we saw that the bottoms had broken off. These incidents were serious biohazardous exposure risks to the lab members present, and we lost precious samples from patients with a very specific phenotype. We are recruiting another patient tomorrow, but we cannot risk this happening a third time. I hope that later today, technical support can provide suggestions for us to implement tomorrow with reasonable assurance in the safety of our lab members and samples. Your prompt consideration is greatly appreciated."